Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained rv oversensing was noted via remote transmission. Review of the episodes suggested myopotentials oversensing. Programming changes were recommended. Patient was fine after event.